Event description:
The facility reported to largo customer service a pump with an alarm that will not work. It is unknown when this event occurred. There was no patient injury or medical intervention. Necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
The device has been received in baxter and is being evaluated. A follow-up report will be submitted, when the evaluation has been completed.